Event description:
Customer reports to have a blank display screen. Customer reports that after changing batteries due to low battery alarm, customer received a blank screen display. After wiggling battery cap, display screen came back on. Customer also reports of having scratches on display screen. Customer's blood glucose was 67 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty connector on mother board. No blank display noted. No low battery alert noted. The device had minor scratches on lcd window.